Event description:
Wound/ostomy team called to assess low profile mic-key gj [gastrojejunostomy] tube as it appears long to mother. Pt [patient] switched from gt [gastric tube] to gj in ir [interventional radiology] on [redacted], returned to ir for clogged g [gastric] port on [redacted]. At bedside dressing removed. Tube migrated easily in tract. Balloon checked and spit appearing fluid noted, no water from balloon. Ir called as appears balloon has broken. Pt taken to ir when appropriate tube verified and switched to an amt gjet. Dr, bedside rn, and mother present at bedside after assessment. Manufacturer response for gtube, low profile gj tube (per site reporter). No response.